Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the inner insulation of the lead developed a breach due to a depression while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The setscrew marks on the connector pin were too proximal.

Event description:
It was reported that a right ventricular (rv) lead, lead integrity alert (lia) triggered for high rv tip to rv coil high impedance. The rv lead was explanted and replaced. Following explant of the rv lead insulation failure on the lead and a wire was protruding from the insulation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.